Event description:
Patient contacted dexcom to report a permanent out of range signal.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned device and review of data log confirmed the reported permanent loss of "y".